Event description:
It was reported the lead was implanted too deep in the brain. CT confirmed the lead. As a result, the patient underwent surgical intervention on (B)(6) 2023 during which the lead was repositioned to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.